Event description:
It was reported that the ventilator generated a technical error code indicating disabled ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, replacement of the control printed circuit board (pc 1771) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported technical error code indicating disabled ventilation is communication error or pc 1771 control error during startup. Pc 1771 control contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The breathing software is stored on pc 1771 control. The system software must be re-installed if pc 1771 is replaced. The device's logs and the claimed part were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).